Event description:
Related manufacturer report number: 3006705815-2024-01423, 3006705815-2024-01424. It was reported that following a recent weight loss the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. It was also reported that the patient's leads migrated which was confirmed through imaging during the (B)(6) 2024 ipg replacement surgery. Therefore, the patient's leads were explanted and replaced during the same surgical procedure. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.